Manufacturer narrative:
(B)(4). Baxter received a photo of the sample for evaluation. The reported condition was not confirmed via photographic evaluation. No additional observation was noted from the photo. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a colleague compatible set with filter leaked from the needle based y-site. This malfunction occurred during priming. There was no patient involvement. Additional information was requested and is not available.